Event description:
A customer contacted beckman coulter (bec) reporting a leak at the rinse block of the coulter lh 500 hematology instrument. The instrument was giving 'vacuum' errors when the leak was noticed. The volume of the leak was about 200 micro liters and was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No discrepant patient results were generated.

Manufacturer narrative:
The customer stated that the tubing through the pinch valve pv20 had a hole in it. The pinch valve pv20 controls the vent path for the needle vent chamber. The customer replaced the tubing and the instrument ran without any errors or leaks. The customer stated that the instrument was operational and service was no longer needed. Failure mode: the cause of the leak was a hole in the tubing through pinch valve pv20. The instrument operated as intended by generating 'vacuum' errors alerting the operator to an instrument problem. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).